Event description:
Bag leaks. Additional info received on 11 feb 2009: pbsc cells were being stored in the bag. The cells were meant for clinical use. The cells were not administered to the pt. There is no report of any adverse consequence.

Manufacturer narrative:
This is a cryocyte bag leakage that occurred after fill. The cells were intended for clinical use. The cells were not administered to the pt. There is no info of any pt adverse outcomes at this time. As in all cases of cryocyte bag leakages, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the pt at greater risk. As such, a leakage could potentially cause or contribute to an event if it were to reoccur. The sample is not available for eval, but a picture was provided by the customer. A follow-up report will be provided with the analysis of the picture.